Manufacturer narrative:
No button error alarm. Unit received with intermittent act button response due to flattened button keypad dome. J2 button keypad connector was found closed properly during visual inspection. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed button error. Troubleshooting for button error/keypad anomaly was performed. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. It was stated that the insulin pump was exposed to rain. It was reported that the customer was advised to revert to the backup plan. It was indicated that the insulin pump will be replaced. The insulin pump will be returned for analysis.